Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, that during the surgery, the clamp was too tight to be clipped and dismantled completely, as the surgeon was unscrewing for deblocking it. No consequence on the patient.